Event description:
The manufacturer received information alleging the ventilator failed to power up and was alarming. The device was not in patient use. During the evaluation of the device, the customer's complaint was confirmed. The device's system board was replaced to address the issue.